Event description:
The device was returned to the service center with a report from the customer contact the device alarmed with a s131 (stuck key-uic) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a whitescreen error.

Manufacturer narrative:
During initial testing at the service center, the device alarmed with a whitescreen error and displayed "software error" during the hard keys test. During further testing, a whitescreen error could not be duplicated; however, a whitescreen error was noted in the device history. The probable cause was due to a software error. The customer reporter s131 malfunction alarm code was not duplicated during testing but noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.